Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No blank display was noted. The pump was unable to perform the operating currents due to button/keypad anomaly. Moisture damage was found on the lcd board. The pump was received with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was 109 mg/dl. The customer stated that he fell out of the boat and accidentally got his pump wet and submerged in water. The customer stated that the pump gave him a battery out limit alarm. The customer reported fluid under the lcd display. The customer stated that there are no cracks on the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.